Event description:
It was reported that a remote transmission indicated loss of capture (loc) on the right ventricular (rv) lead. It was noted that the loc may be due to the tissue in refractory after ventricular sensed events. A manufacturer representative was called to do a device check and no issues were noted. The rv lead remains in use. No patient complications have been reported as a result of this event.